Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic transabdominal preperitoneal (tapp) procedure. The sutures were being used for suturing the peritoneum. The sutures were not treated or hydrated prior to use. The sutures were opened at the time of the operation. The loop on the end of the suture threads broke when performing the ongoing suturing technique. In order to resolve the issue and complete the case, a new suture was used. There was no patient harm. The patient outcome is alive, no injury.